Manufacturer narrative:
Customer quality conducted an investigation of the returned device. The investigation has shown that the nose on the handle is broken off and the fracture zone is completely flattened. Further inspection showed some material deformation on the surface of the instrument. The review of the production history revealed that this insertion handle was manufactured in july 2016 according to the specifications. No manufacturing related issues that would have contributed to this complaint were found. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformance's and we can only assume that high applied torsional force caused this damage. Although the exact cause cannot be determined, this complaint condition is likely a result of method of use, the complaint is determined not to be a result of a detected product related deficiency. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information not available for reporting. Device is an instrument and is not implanted/explanted. Hospital contact telephone: (B)(6). Subject device has been received and is currently in the evaluation process. DHR review was completed. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Manufacturing location: (B)(4). Manufacturing date: 12. July 2016. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported during an unknown surgical procedure on (B)(6) 2017, the nose at the distal end of the standard insertion handle broke off. No delay or patient harm was reported. Concomitant devices reported: connecting screw (part number unknown, lot number unknown, quantity 1), nail (part number unknown, lot number unknown, quantity 1) this report is for one (1) standard insertion handle this is report 1 of 1 for (B)(4).